Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer indicated that after two months of use she went to unplug her adapter one day and the entire black box fell apart exposing inner electronics which is safety risk. The customer however did not notice any spark, fire or smoke and no injuries were sustained from the result of the issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduct the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination on the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.85 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured a 55.66 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
Customer called into customer svc to report when she pulled her pump in style transformer plug from the wall and it fell apart.